Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no more beeping noises on act button during priming process. Customer¿s blood glucose level was unknown. Customer reported that the knobs broken off on plastic casing where belt clip hooks up. The insulin pump will not be returned for analysis.